Event description:
It was reported that during a bowel resection procedure, the device misfired. It is unknown if the device cut. The appearance of the staple line and staples is unknown. The procedure converted to open and a hand anastomosis was performed to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Additional information: was the procedure done open/laparoscopically? Started laparoscopic and then converted to open. What device was used for the proximal and distal transection? Asku. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Asku. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? Asku was the spike of the trocar inserted lateral or through the staple line? Asku. What confirmation did the surgeon receive that the anvil was firmly attached? Asku. When the device was fired, where was the indicator within the green zone/gap setting scale? Asku. Was buttressing material utilized? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. How did you confirm the device was fully fired? Unknown. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected? Unknown. Was there any difficulty removing the device from the tissue? Unknown. What steps were taken to confirm successful anastomosis? Unknown. What is the patient¿s age and sex? Unknown. Did a hcp other than the primary surgeon fire the instrument? First assist fired the device and is an experienced user. Was there a recent conversion to ees devices in this account or with this surgeon? No the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.